Event description:
A customer in (B)(6) notified biomérieux of a false positive esbl (extended spectrum beta-lactamase) phenotype proposal for an escherichia coli patient strain. Vitek® 2 testing was repeated three (3) times with the same result. The customer did not disclose the vitek 2 software version not the type of vitek 2 test kit being used for the testing. Confirmation testing was performed via disk diffusion method; result was negative for esbl. The customer has provided no further detail regarding the event or the patient status. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following a customer in (B)(6) notifying biomérieux of a false positive esbl (extended spectrum beta-lactamase) phenotype proposal for a escherichia coli patient strain. Vitek® 2 testing was repeated three (3) times with the same result. The customer did not disclose the vitek 2 software version. Confirmation testing was performed via disk diffusion method; result was negative for esbl. Customer used the vitek 2 ast-n291 card; however, only the chart reports were provided so the lot number is unknown. The strain was not submitted for investigation. The customer has provided no further detail regarding the event. Additional information and strain were requested but not provided. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The aes software proposed a biological correction to the esbl test from negative to positive as the software prefers to force a negative or susceptible result to positive or resistant to prevent a potential treatment failure. The lot number for the implicated card type has not been provided by the customer, so complaint searches and qc performance review of the lots cannot be performed. No further investigation can be performed.